Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states) . ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The user facility reported a 72-year-old female was implanted with an impella device for mechanical circulatory support. A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured right femoral artery bleeding at impella access site with a "definite" relationship to the impella device used: ¿the patient developed acute blood loss anemia from bleeding at the right femoral artery, impella cp access site. The site was oozing blood and required one transfusion of packed red blood cells. Heparin was held for a time; fem stop was applied. Admission total hemoglobin was 12.4 g/dl, lowest during ae was 8.1 g/dl (18 mar 2024).¿ the patient recovered with no sequelae.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.